Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician felt resistance when advancing the guidewire in the tome and there was a break in the cutting wire. Nothing detached and fell in the patient. The procedure was completed with another uitratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of wire break. Block h10: the returned ultratoem xl was analyzed, and a visual evaluation noted that the cutting wire was bent. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, the failure found was caused during manipulation of the device or due to the interaction with the endoscope or with other devices. It was concluded that the investigation conclusion code for cutting wire bent is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Based on all compiled information, the most probable casue is no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician felt resistance when advancing the guidewire in the tome and there was a break in the cutting wire. Nothing detached and fell in the patient. The procedure was completed with another uitratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.